Event description:
Device malfunction: none. Symptoms/ae: death from intracranial hemorrhage, neurological deficit, hematoma. Time of symptoms/ae: six days after the procedure. It was reported the patient had pta and placement of a stent in 2006 of the left internal carotid artery, which was initially uncomplicated. The patient was discharged to home in good neurological condition two days later. Four days later, the patient suddenly deteriorated neurologically. A CT study of the brain revealed acute intraparenchymal hemorrhage in the left frontal and parietal lobes with mass effect and right to left midline shift of 2.4 cm. There is left uncal herniation and interventricular extension of hemorrhage into both lateral ventricles, and into the third and fourth ventricles. A ventricular catheter was placed in the right side; however, his neurological examination continued to decline. A left frontal craniotomy for emergent evacuation of a large intracerebral hematoma was performed. The patient expired at the hospital ten days later. The cause of death is intracerebral hemorrhage. No additional information is available.

Manufacturer narrative:
B5: study event. During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.